Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was getting poor communication on their recharger and patient programmer. The patient was unable to start a charge session or connect with their programmer. They also reported a fall- they said they had a little slip on their stairs but were able to use their device after the fall. No symptoms or further complications reported.